Event description:
It was reported that during followup it was noted on interrogation that the superior vena cava (svc) coil of the right ventricular lead had high impedance. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary 4 patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2011 13:22:02 and (B)(6) 2012 21:00:05. Weekly hv lead impedance trend data show various spike increases for max superior vena cava (svc) defib impedance of 68 to 254 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.